Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that when the pads were attached to a pt, the device displayed an "attach pads" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.